Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual analysis of the locking screw has shown that the pin has broken off and the broken pin was not provided. The investigation was unable to determine the reason for the event. It is possible that the pin of the locking screw was already bent before screwing. The further force of screwing led to the pins breakage. Further examinations yielded no deviations the production process to the specifications regarding and the material. No product related fault could be found the investigation determined this complaint to be indeterminate. (B)(6).

Event description:
The dorsal locking screw broke off as the plate was being locked. The surgeon said the screw was exactly perpendicular when he was turning it in. The doctor noticed the detached tip after many attempts. This is 1 of 1 report for this complaint (B)(4).